Manufacturer narrative:
B3: additional/corrected information.

Manufacturer narrative:
Patient medications include but are not limited to: aspirin, (B)(6).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure with a small type ii identified at the conclusion of the procedure. The physician chose to monitor the patient. On (B)(6) 2019, follow-up computed tomography (CT) showed the type ii persisted. On (B)(6) 2019, the patient underwent reintervention and coil embolization of a lumbar artery was performed. Conclusion CT showed the type ii persisted very slightly. The patient tolerated the procedure. On (B)(6) 2019, follow-up CT showed the type ii showed a robust type ii endoleak, no enlargement of the aneurysm was seen. On (B)(6) 2019, the patient underwent reintervention and coil embolization above the area previously coiled was performed. The type ii endoleak as resolved and no enlargement of the aneurysm was reported. The patient tolerated the procedure. Images were provided to gore and showed the following: images provided appear to be post lumbar embolization. There appears to be contrast outside of the implanted device on the arterial phase. There appears to be patent lumbars present. There appears to be an endoleak of indeterminate origin.